Event description:
The account stated that the architect anti-hcv reagent has generated a (B)(6) result when compared to another analyzer. The account provided the following results; date: (B)(6) 2010, architect s/n (B)(4): 0.92 (negative), s/n (B)(4): n/a; (B)(6) 2010, n/a, 12.26/12.42 (positive); (B)(6) 2010, 11.83 (positive), n/a. The qc was within range. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. An investigation is in process. A follow-up report will be submitted when the investigation is complete.